Event description:
It was reported the customer received a button error alarm. Customer also stated their esc button was sticking. Customer was unable to troubleshoot at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.